Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: unable to review the machine process cards as this complaint consists of an unknown batch number. Trending analysis: customer complaint of capillary damage - tear off for introcan safety 3 trend analysis is being tracked based on CAPA initiation criteria. Summary of root cause analysis: received 1 used capillary hub of introcan safety-w pur 18g, 1.3x32mm-ap without packaging, cannula hub and protective cap was not returned for investigation. The sample was taken for investigation and observed the capillary was tear off near the capillary hub horn area. The surface of the cut and the shape of this area leads to the assumption that this damages was caused by a sharp tool. Manufacturing process was reviewed and there are detection for capillary tip damage at cal and ecm machine vision system, the station is highlighted in below process flow. Simulation 1: a simulation was conducted by cutting a capillary to a shorter length and test at both cal and ecm machine vision system. The sample was able to be detect and was rejected. Simulation 2: simulation 2 was conducted by purposely try to break off the capillary under different scenarios. Scenario 1 - pierce by cannula a simulation was conducted by using a good part and piercing the capillary with cannula and later tear off the capillary. This defect is similar to cannula reinsertion where the cannula would pierce the capillary and cause it to broken apart. The simulation sample was taken for inspection and observed that defect created was not similar to complaint sample. The capillary broken area exhibits a clear "v" shape cut from the cannula bevel. Scenario 2 - cut by scissors a good sample capillary was cut by scissors and take the sample for inspection. The cut area exhibits even surface similar to the complaint sample the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Conclusion: cut off capillary defect most likely not appear to be attributed by manufacturing process as the defect is able to be detected during inspection process. Damages induced after assembly process is not possible since the catheter had been protected with the protective cap. The simulation by cannula reinsertion did not produce similar defect as per complaint sample. The complaint sample defect matches with the simulation sample of being cut by sharp object such as a scissors or scalpel. The defect on the complaint sample is believed to be occurred after the cannulation process due to been cut by a sharp tool. As communicated in IFU, warning section stated that: · after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. · do not use scissors or sharp instruments at or near the insertion site. Cause: defect due to wrong handling (referring to application error or off-label use) justification: not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): received 1 used and contaminated capillary hub of introcan safety-w pur 18g, 1.3x32mm-ap without packaging. Cannula hub and protective cap were not being returned for investigation. The sample was taken to a visual test according to test method and observed damaged - torn off capillary. The sample was forwarded to production for further evaluation and investigation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the catheter was broken.